Event description:
(B)(4). Same case as MDR ID 2134265-2013-08280, 2134265-2013-08281. It was reported that angina and revascularization occurred. In may 2010, the patient was diagnosed with stable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was a 3.5 x 15 mm, de novo, ostial, 70% stenosed target lesion located in the proximal right coronary (rca) artery. It was treated with direct stent placement using a 3.50 x 20 mm taxus liberte stent with 0% residual stenosis. The second lesion was a 3.5 x 70 mm, de novo, 70% stenosed long lesion extending from proximal rca to mid rca. It was treated with direct stent placement using a 3.50 x 38 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2011, a 3.0 x 12 mm ion stent was deployed to the proximal rca. In march 2013, the patient presented due to angina and was hospitalized on the same day. Cardiac catheterization was performed which revealed an 80% stenosis of the ostial rca, 50% stenosis of the proximal rca and 80% stenosis of the mid rca. The lesions were treated with balloon angioplasty and placement of 3.5 x 38 mm and 3.5 x 18 mm non-bsc stents with 0% residual stenosis. Additionally, a 99% stenosed target lesion located in ostium of the proximal first obtuse marginal (om1) branch was treated with balloon angioplasty and placement of a 2.5 x 15 mm non-bsc stent with 0% residual stenosis. Also, a 99% thrombotic stenosis in ostium of diagonal was treated with balloon angioplasty and placement of a 2.5 x 15 mm non-bsc stent with 0% residual stenosis. At the time of event, the subject was taking aspirin and clopidogrel, the study drug was last taken in april 2011. The event was considered resolved without residual effects on the same day. The patient was discharged on aspirin and plavix three days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that the patient presented for the event with chest pressure associated with shortness of breath, fatigue and eyes feeling blurry; now it is reported they presented with chest pressure on exertion associated with shortness of breath. Previously it was reported that a 99% stenosed target lesion located in ostium of the proximal first obtuse marginal (om1) branch was treated, now it is only reported that the om1 was treated. It was also previously reported that a 99% thrombotic stenosis in ostium of the diagonal was treated, now it is only reported that the diagonal was treated. It was further reported that the patient experienced worsening coronary artery disease and that at the time of the event, the patient was taking aspirin and clopidogrel. The study drug per protocol was last taken in (B)(6) 2011. It was also further reported that the 3.5 x 38 non-bsc was implanted in the proximal ostial right coronary artery (rca) and the 3.5 x 18mm non-bsc stent was implanted in the mid rca.

Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that the event chest pressure on exertion associated with shortness of breath happened on (B)(6) 2013; now it is reported that the event occurred on (B)(6) 2013. The patient was hospitalized 10 days from onset of symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion #2 in the prox rca was 30mm long, not 70mm long as previously reported. The two stents placed in the index procedure were placed overlapping although two separate lesions were treated. In march 2013, the patient presented with chest pressure associated with shortness of breath, fatigue and eyes feeling blurry. Target vessel revascularization was performed in the mid right coronary artery (rca) extending to the proximal rca and not in the ostium of the rca as previously reported.